Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: visual inspection found captor valve torn which is assumed to be the root cause of this event. Based on what is reported and the results of the investigation unknown how and when the disk was torn, however this tearing of discs most likely happened somewhere during the procedure. Internal actions have been initiated and relevant personnel have been informed of this incident. No evidence to suggest device was not manufactured to current specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: at a preparation, large leakage of flushing fluid from the hemostatic valve occurred. The user managed to flush the device by holding and pressing the hemostatic valve with gauze and used it for the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.